Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery cap contact. The device tested with a good battery cap and the device had normal operating currents, no blank display. No damage found on the lcd isolation tape. The device did have intermittent button response and button error alarm due to corroded keypad traces. It also had cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the lcd window, and cracked battery tube threads.

Event description:
Customer reported via phone call, the insulin pump had a blank display. She pressed all of the buttons and anomaly persisted. She also changed the battery cap and nothing. She didn't know her blood glucose level but did mentioned 270, 213, and 370 mg/dl. Troubleshooting was performed and stated, the battery cap was stripped. She inserted a new battery and the device did turn back on but the keypad was unresponsive. The device alerted check blood glucose and she was unable to clear it. She changed the batter and the device went blank. Customer's blood glucose was 189 mg/dl when the keypad issue occurred. Customer was initially attempting to bolus when the buttons weren't responding. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.